Manufacturer narrative:
(B)(4). (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device history record has been reviewed. No discrepancies were found. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during procedure, preparing the optipac sytem according the IFU, when pressing the blue monomer holders, the monomer didn't enter the cylinder and therefore didn't reach the powder. A second system, same lot number, was prepared and this one functioned as intended.

Event description:
Please refer to report 3006946279-2018-00244.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. This product analysis concluded that the top of the product had not been correctly screwed on the product upper cylinder. Therefore, the vacuum could not be done properly. This event was due to an incorrect use of the product. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.